Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. No further testing could be performed due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 12.0 mmol/l. No significant events leading to the alarm were observed. The caller also mentioned that there was a crack in the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.